Event description:
Dealer states the motor was replaced yesterday and the customer called him and stated it was failing, giving a 6 flash code. Dealer was able to see the chair but was able to pull the fault codes. Dealer did say, it standed the customer but no reports of injury. No further information provided.